Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the duckbill out of position but present. One potential cause for the damage found may be the snagging of an instrument during insertion. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, device worked normally until the doctor took out the long gauze from the wound through the trocar. He initially found there was something stuck and opened the universal seal cap and discovered the duckbill valve torn. He then changed another one and continued the procedure until finish. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.